Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a male patient, the device was attached to the patient via electrode pads; however, the patient presented a "hairy chest" and was not properly shaved. The electrode pads were pressed firmly to adhere, and the device delivered two shocks to the patient. Upon the third attempt to shock the patient, the device displayed a "poor pad contact" message, the pads were checked, and then the device discharged energy. The shock button was pressed a fourth time and the device delayed delivering the energy, and when the medics were attempting CPR, the device discharged. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.